Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately 15 minutes into a therapeutic plasma exchange (tpe) procedure, they received a 'return pump was not stopped. Saline was not spread' alarm. The operator was unable to resolve the alarm at the time and the only option was to discontinue the procedure. A new tpe disposable set was setup on the same machine and the procedure was successfully completed. No medical intervention was required for this event. Serious injury and death was reported by the customer, however, clarification of the serious injury and death has not yet been provided. Patient information is not available at this time. The tpe disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Further investigation of the event reported by the customer has determined that duplicate information was provided to terumo bct. The information in the initial report for this event has been determined to be information that was also reported in MDR#: 1722028-2017-00449. No events occurred for this report, therefore, there is no further information to provide. Please see MDR #: 1722028-2017-00449 for investigation of that event.